Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The x-ray-section was not ready, and a defect on the paxscan processor was found. The imaging / x-ray selftest was not finishing - due to defective paxscan processor (does not see the fibre optic connection to the detector). The processor was replaced and the configuration data was reloaded, which resolved the issue. The paxscan processor has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) functioned normally, while the image acquisition system (ias) was unable to boot up. Boot up was attempted multiple times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned paxscan processor found that the reported event was related to an electrical issue. The tester installed the processor in a test imaging system. The system did not ready. Visual inspection found that the fiber optic connection indicator led was red. There were no error codes on the processor. In remote desktop the detector was not ready. Attempted to reestablish the connection in viva and the connection was not successful. The processor was not able to communicate with detector panel due to an issue with the ethernet connection. The reported event was confirmed.